Manufacturer narrative:
Further investigation for the root cause is ongoing and results will be provided within a final report.

Event description:
Customer reported table was in flex and would not move. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Customer declined inspection of the device as it was working as intended after the initial allegation was provided.therefore baxter was unable to identify a root cause for the allegation but does not consider that any malfunction occurred. There was no allegation of any harm or impact to a surgical procedure. Based on this, no further actions are required.

Event description:
Customer reported table was in flex and would not move. This report was filed in our complaint handling system as complaint #(B)(4).